Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow-up MDR will be submitted.

Event description:
Received info stating customer received multiple occlusion alarms. There was no reported impact to customer's blood glucose level.